Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: vercise cartesia, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5167840 and 5174087.

Event description:
A report was received that the patient experienced a stroke 2 to 3 weeks post implant of the stimulation devices. The patient underwent an MRI, magnetic resonance imaging, and per the physician no signs of stroke were observed. The physician stated that the incident is not device related, and that nothing happened during the procedure that may have contributed to the event. The patient has been referred to undergo physical therapy. The patient underwent programming of the device and is doing well post the event.